Event description:
Boston scientific received information that a safety switch occurred on this right ventricular (rv) lead due to an out of range impedance measurement. The impedance has been slowly raising over the past year, however, thresholds and sensing were still good. The patient is not dependent and there was no asystole. The field representative is working with the physician to determine when the lead will be replaced.

Manufacturer narrative:
The lead remains implanted. This event will be updated if further information becomes available.